Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found light guide cover was deformed; due to pinhole on channel tube, water tightness was lost; image guide bundle had significant breakages; adhesive on bending section cover had wear; due to deformation of bending tube, connection between bending section and connecting tube was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had pierced biopsy channel and leakage detected by washing machine. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the connecting tube had coat peeling was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.